Manufacturer narrative:
Summary of event: as reported, prior to patient contact for an unspecified procedure, a hair was found inside the packaging of a micropuncture transitionless access set. There were no reported adverse effects to the patient. Investigation evaluation: reviews of the complaint history, device history record, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. Cook completed a review of the device history record (DHR). The DHR for the reported lot found one relevant non-conformance on one device, however, the device was re-worked and re-inspected. A database search for complaints reported on the complaint lot reveals no additional complaints at this time. Therefore, cook determined that no nonconforming product exists in house or in the field. The instructions for use does not provide any relevant information related to this failure mode. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided suggests that the device was manufactured out of specification. Based on the available information and results of the investigation, cook has concluded that a manufacturing deficiency/quality control deficiency was the cause of this incident. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to patient contact for an unspecified procedure, a hair was found inside the packaging of a micropuncture transitionless access set. There were no reported adverse effects to the patient.